Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 39565-65, lot# va0j1vf020, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported the patient believed the charge was depleting too quickly on the battery. The plan was to reprogram to minimize energy use. No diagnostic testing or troubleshooting was performed but would be in the future. It was unknown if there was a product issue and the cause was not determined. No patient symptoms or complications were associated with the event. The patient¿s status was noted to be alive with no injury. The manufacturer representative (rep) had an appointment to meet the patient on (B)(6) 2014. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient was in continuous mode. The cause of the event was device related, the settings were high and the patient had too many programs. Reprogramming was performed successfully. There was no update on how the patient was doing now or if they were receiving effective therapy.